Event description:
On 24-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (2 sets) showed that the tubing was detached from the tubing connector (both samples). Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while sleeping, the patient's infusion set's tubing came apart as it broke off at the end of the quick release. When she woke up in the morning at 5 am everything was fine and after getting up at 8:30 am, her blood glucose went up and passed 300mg/dl. The infusion had been in use for 2 days. Reportedly, her blood glucose went up to 312 mg/dl at the time of the event. No further information available.

Event description:
(B)(4). Event occurred in the united states. It was reported that while sleeping, the patient's infusion set's tubing came apart as it broke off at the end of the quick release. When she woke up in the morning at 5 am everything was fine and after getting up at 8:30 am, her blood glucose went up and passed 300 mg/dl. The infusion had been in use for 2 days. Reportedly, her blood glucose went up to 312 mg/dl at the time of the event. No further information available.